Manufacturer narrative:
H10: no product sample was returned for investigation. The investigation was performed off the photograph provided by the customer. The reported product problem for leakage and tubing separation was confirmed based upon the photograph provided. A comprehensive failure investigation was unable to be performed and a probable cause could not be identified based on the photograph alone and the information provided without the return of the actual complaint sample. The device history review for lot# 3897454 did not identify any non conformances that would have contributed to the reported complaint. Additional information in g1.

Manufacturer narrative:
The device is not available for return, however a sample from the same lot number and mating device are available for testing. They are yet to be received.

Event description:
The customer reported a blood set w/hanger was attached to the b port of a primary plumset and was back primed via pump to chamber without issue. The unspecified clinical trial drug was spiked using the "add a line" and was hung on the hook. The drug chamber was squeezed and the top of the line burst off leading to drug spillage. The device was in use for 5 minutes. There was patient involvement, no report of an adverse event and no medical or surgical intervention provided; however, there was a report of unprotected chemo exposure and unspecified adverse operator consequences. The device was changed out with no further problems encountered.